Event description:
The facility representative reported a colleague infusion pump with an inoperative channel "b". It is unknown when this condition occurred. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information is available. During review of the event history by baxter it was determined that failure code 808:03 occurred on channel b during delivery causing an interruption of delivery. This device utilizes user interface module master software version 5.03.00 categorized as unremediated.

Manufacturer narrative:
The condition of failure code 808:03 on channel b was confirmed but could not be duplicated. The reported condition is due to a faulty phm (pump head module). The channel b phm was replaced to correct the reported condition. (B)(4).

Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4). A service history review revealed no previous service events were related to the reported condition.